Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that one months after the dental implant was installed in the patient's mouth it was verified its loss of osseointegration, but didn't provide any other information about the case.